Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked front case assembly, corroded right/left iuis (inter-unit-interface) and corroded com port. Based on the findings, service determined that the reported issue was due to manufacturing issue of the front case. Device history record a review of the device history record showed the device had a manufacture date of 25jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had "option button issue/recall affected." It was requested to check for any needed recall updates. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device is "option button issue/recall affected. Please check for any needed recall updates.